Event description:
It was reported the patient never had therapeutic effect. It was noted that impedance testing and reprogramming was done. It was further noted the patient was not getting adequate stimulation. It was noted the patient had less than 50% therapy relief. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the cause of the event was not determined. The reporter stated that reprogramming was done and they were able to get stimulation coverage in the patient right arm by opening the pulse width. The reporter further stated they were not able to get stimulation in the patient¿s right side of their neck. It was noted that impedances were within normal limits except for contact 15. It was further noted that contact 15 had impedances greater than 10,000 ohms. The reporter stated it was unknown if the patient was receiving effective therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the whole system was removed. Additional information received reported that the cause of the impedance issue was not determined and it was related to the device. Additional information received reported that the patient just had the procedure and it was too early to determine the outcome. Refer to manufacturing report # 3004209178-2014-14007.